Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the lancet holder was damaged on her onetouch lancing device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 4x daily and manages her diabetes with ¿insuman comb 25¿ insulin. The alleged issue began on the early morning of (B)(6) 2013. It is not known if the patient made changes to her usual management routine at the time of the alleged issue. The patient alleged she did not have another device to continue testing. The patient claimed she developed low blood glucose symptoms of sweating and dizziness. The patient drank lemonade, (B)(6) and ate 2 sandwiches as treatment. The patient was reportedly taken to a clinic that same afternoon. The patient alleged she was ¿checked out in the clinic and 2 photos were made.¿ the patient denied receiving any additional treatment. The patient was sent home by 6 pm that same day. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. A replacement lancing device was sent to the patient. This complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after not being able to test due to the lancing device issue.